Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. Customer also reported motor error alarms. The customer's blood glucose level was 10.1 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. The insulin pump functioning properly noted. The motor passed motor test. No motor error alarm. The insulin pump was received intermittent button response due to moisture damage at keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.